Event description:
The customer reported cpu error issues. Tech support troubleshot and explained similar errors will occur on older cpu's when shutdown improperly, or simply powered off. Customer mentioned that they have been doing generator tests lately and verified that they have a ups installed on the cpu. Tech support determined that the ups was faulty. This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
Customer confirmed they had been performing generator testing. Customer biomed is planning to replace the ups to prevent future reboot occurrences. Ups will not be returned. The ups is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method: (customer confirmed ups failure).